Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2010. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient had a syncope episode and passed out while driving, resulting in an automobile accident. The device defibrillated appropriately. Programming changes were made and the device is still in use. No further patient complications have been reported as a result of this event.